Event description:
The pt underwent a procedure for a permanent scs system on (B)(6) 2013. It was reported a cfs leak occurred during the surgery and the physician elected to abandon the procedure. The pt reported experiencing a headache and nausea which later resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.